Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient alleged particles are getting into mask and choking her. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur.